Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a lcd display cable that was not properly seated at a connector on the led backlight board. The cable was reseated to correct the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered on without display. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.